Event description:
It was reported that during a reversion of a laparoscopic sleeve gastrectomy procedure, the device jammed after being fired several times. It locked out halfway through the firing sequence. The reverse button did not work. The manual override was pulled and it did not work. The surgeon then took their hand and pulled on the jaws while hitting the manual override. They were finally able to get the knife blade to reverse and the jaws to open. Once open, the staple line was only 25mm versus the 60mm. The staples were formed correctly. Another device was loaded and fired to the left of the staple line. The procedure was completed without impact to the patient.

Manufacturer narrative:
(B)(4). Damaged release button, incorrect cartridge size additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Asku. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Unknown, device had been fired several times prior to this firing. What color cartridge was being used? White. What other color cartridges were used before and after this event? Green and gold prior to this firing. Was buttressing material utilized? If so, which product? Peri strips. Were any unexpected noises heard? If so, when? Made a different noise and then stopped. Were any of the forces higher or lower than expected (closing, firing, or opening)? Device jammed, then was difficult to open. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes. Is there any other additional information you would like to share about this device or procedure? Thick tissue. The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.